Manufacturer narrative:
This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
K.r. Müller-vahl a, *, n. Szejko a, d, h, I, a. Saryyeva b, c. Schrader c, d. Krueger a, a. Horn e,a.a. Kühn e, f, g, j.k. Krauss. Randomized double-blind sham-controlled trial of thalamic versus gpi stimulation in patients with severe medically refractory gilles de la tourette syndrome. Doi: /10.1016/j.brs.2021.04.004. In this randomized double-blind sham stimulation-controlled trial (rct), 10 patients (3 women, mean age ¼ 29.4 ± 10.2 sd, range 18e47) underwent three blinded periods each lasting three months including (I) sham, (ii) pvl gpi (on-gpi), and (iii) thalamic stimulation (on-thal) followed by an open uncontrolled long-term follow-up (up to 9 years) with individually determined target and stimulation settings. Reported events: 4 patients experienced wound infections requiring surgical intervention. 5 patients experienced a lack of efficacy in symptom treatment, with the hardware being removed in 2 patients. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.